Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with an unspecified mentor saline breast prosthesis on the left breast, suffered spontaneous left breast implant deflation and breast discomfort, post-procedure. The left breast implant is leaking, appears to be smaller, and the patient cannot sleep and has pain when they lean laterally. The complications were diagnosed via physical examination. As a result, the patient was scheduled for implant explantation on (B)(6) 2021.